Manufacturer narrative:
G4: 07mar2020. B4: (B)(6)2020. The replaced central processing unit printed circuit board (cpu pcba) was returned for failure analysis. The cpu pcba was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09dec2019.

Event description:
It was reported that the diagnostic code related to ventilator restart due to anomalies detected during operation was found in the ventilator's diagnostic report during periodic maintenance. There was no patient involvement. The manufacturer¿s international service technician evaluated the ventilator. The service technician replaced the central processing unit printed circuit board and the problem was resolved.